Manufacturer narrative:
Updated data: a4. Added mean patient weight of the study population. B5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: schäfer a, et al. Transaxillary transcatheter aortic valve implantation as first-line alternative to transfemoral access: a single-center experience. Thorac cardiovasc surg 2021; 69(s 01): s1-s85. Doi: 10.1055/s-0041-1725720. Publication date: 19 february 2021 (online). Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the use of transaxillary access as an alternative to transfemoral access during transcatheter aortic valve implantation (tavi). All data was retrospectively analyzed from a single center between january 2014 and february 2020. Of the 69 patients included in the study population (predominantly male, mean age 78.2 years), 27 patients were implanted with the medtronic corevalve. No unique device identifier numbers were provided. Among all patients, four all-cause deaths occurred within thirty days of tavi. No correlation was made between medtronic product and the deaths. Among all patients, adverse events included: post-procedural permanent pacemaker implantation, stroke, moderate to severe paravalvular leak, and unspecified access site complications (no interventions were reported to have been performed as a result). Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.